Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle lite meter and no trends were identified that would indicate any product-related issues. DHR for the freestyle strips were reviewed and the DHR showed the freestyle strips passed all tests prior to release. Retain testing was performed and all units performed within specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's boyfriend reported on behalf of the customer who received erratic blood glucose values on their adc meter. Approximately between (B)(6) 2020, the customer experienced vomiting, nausea, fatigue, and seizures and emergency services were called. The customer was treated with water and soda by a non-hcp and was admitted to the hospital for a diagnosis of dka. The customer received injections of insulin while in the hospital however was unable to recall the other medications. Readings of 242 mg/dl, 101 mg/dl and 197 mg/dl were obtained on an unspecified date. There was no report of death or permanent injury associated with this event.